Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The impella device has not been returned for evaluation. The cause of the issue was not determined since product was not returned. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support there was high purge pressure during use of the impella device. The pump was removed and replaced without any harm to the patient.